Event description:
On (B)(6) 2011, a gore hybrid vascular graft was implanted in an av access application. The procedure was done in the pt's upper arm, from the axillary artery to the axillary vein. On (B)(6) 2011, the graft was ligated due to monomelic median nerve neuropathy.

Manufacturer narrative:
Review of the device mfg record history. Review of the device mfg record history confirmed device met pre-release specifications.